Event description:
A user facility report was forwarded to allergan by the FDA: health professional reported alleged "inability to adjust" a lap-band device "by adding and removing saline." During the explant procedure, the surgeon "noted the tubing had 'multiple loops which appeared twisted,' and the port 'was sequentially flipping freely in its pocket and was not secured against the muscle fascia.' "Pathology images show the explanted port to have all four retention hooks in the locked/closed position which would suggest they had torn away from the fascia." The port was removed and replaced with a "new suturable access port." The surgeon's office was contacted and the operative reports, as well as the pathology images, and additional information was requested but has not been received at this time. A patient release form is required by the facility to release the device to the allergan device analysis lab, and this has been requested. Follow up findings: the reporter noted "not sure if the anchors didn't attach initially as the four hooks tore away from the fascia. The patient had the lap-band with rapidport ez system placed...and had recently begun experiencing difficulty adding and removing saline." Follow up findings: further follow up from the reporter notes "the port must have been attached to the fascia/muscle at least partially otherwise the surgeon would have noticed the movement." The reporter did not have information relating to the patient's activity level.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."